Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data.

Event description:
Patient representative reported "patient would not have had the recalled biocell product implanted had she known prior to her surgery that the biocell textured implants increased her risk of contracting bia-alcl, in addition to the costs associated with surgical removal of the implants and medical monitoring." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "lump, shooting and aching pain, swollen lymph nodes in head and arm pit, flu like symptoms," and "capsular contracture," baker grade IV.¿ patient additionally reported "fatigue;" this event is not related to the device. Device remains implanted.